Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 was not working. Did not seem to be generating sufficient power to dissect branches. It would supply energy for a few seconds at a diminished amount but would not cut. It would cut off after about 3 seconds. They tried replacing the cord but it still didn't work properly. Tried changing the power settings down to 2.5 and up to 4 but it did not change anything. Finally, they opened a new hp2 kit and the new one worked like it should.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected section: h11. The device was returned to the factory for evaluation on 03/03/2026. An investigation was conducted on 03/04/2026. A visual inspection was conducted. Signs of clinical use and there was slight evidence of blood was observed on the heater wire. The heater wire was observed to be intact. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The black sheath of the shaft closest to the base of the jaws was observed to be peeled. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device was able to transect tissue one time. No final testing was conducted due to the peeled shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failures "failure to cut" was confirmed, as well as the analyzed failure "peeled; delaminated; shaft" was observed. A manufacturing engineeringwas conducted. A visual inspection was conducted. There were signs of clinical use and there was slight evidence of blood observed on the heater wire. The heating element was observed to be intact. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The black shrink tubing was observed to be peeled at the location closest to the jaws. An electrical evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device was able to transect tissue one time. The failure mode "failure to cut" was confirmed. During the evaluation of the device, it was observed that the as analyzed failure mode "bent shaft tip" was confirmed. The damage to the shaft tip indicates that the damage most likely occurred when an external force was applied to the jaws causing the shaft tip to bend. The damage to the shaft tip also caused the wings of the jaw to compress against the heater wire, thus resulting in the reported failure of the heating element not generating sufficient heat to transect multiple branches.

Event description:
N/a.

Event description:
The hospital reported that during the procedure the vasoview hemopro 2 was not working. Did not seem to be generating sufficient power to dissect branches. It would supply energy for a few seconds at a diminished amount but would not cut. It would cut off after about 3 seconds. They tried replacing the cord but it still didn't work properly. Tried changing the power settings down to 2.5 and up to 4 but it did not change anything. Finally, they opened a new hp2 kit and the new one worked like it should. No harm to the patient. There was delay delay due to changing cord and opening a new kit.

Manufacturer narrative:
Tw (B)(4). Corrected sections: b5. Updated sections: b4, g3, g6, h2, h6, h11.

Manufacturer narrative:
Tw # (B)(4) updated sections: b4,b5,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/03/2026. An investigation was conducted on 03/04/2026. A visual inspection was conducted. Signs of clinical use and there was slight evidence of blood was observed on the heater wire. The heater wire was observed to be intact. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The black sheath of the shaft closest to the base of the jaws was observed to be peeled. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device was able to transect tissue one time. No final testing was conducted due to the peeled shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failures "failure to cut" was confirmed, as well as the analyzed failure "peeled; delaminated; shaft" was observed. A manufacturing engineeringwas conducted. A visual inspection was conducted. There were signs of clinical use and there was slight evidence of blood observed on the heater wire. The heating element was observed to be intact. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The black shrink tubing was observed to be peeled at the location closest to the jaws. An electrical evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device was able to transect tissue one time. The failure mode "failure to cut" was confirmed. During the evaluation of the device, it was observed that the as analyzed failure mode "bent shaft tip" was confirmed. See figures 2 through 4 for objective evidence of the damage to the shaft tip. The damage to the shaft tip indicates that the damage most likely occurred when an external force was applied to the jaws causing the shaft tip to bend. The damage to the shaft tip also caused the wings of the jaw to compress against the heater wire, thus resulting in the reported failure of the heating element not generating sufficient heat to transect multiple branches. See attached manufacturing engineering evaluation memo.

Event description:
The hospital reported that during the procedure the vasoview hemopro 2 was not working. Did not seem to be generating sufficient power to dissect branches. It would supply energy for a few seconds at a diminished amount but would not cut. It would cut off after about 3 seconds. They tried replacing the cord but it still didn't work properly. Tried changing the power settings down to 2.5 and up to 4 but it did not change anything. Finally, they opened a new hp2 kit and the new one worked like it should. No harm to the patient. There was delay delay due to changing cord and opening a new kit.